Event description:
The patient contacted animas on (B)(6) 2012, stating that the ok keypad button had a delayed response. The patient reportedly cleaned the pump with an alcohol swab. There was no adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- correction: the device evaluation was inadvertently omitted from the initial report. The pump has been returned and evaluated by product analysis on (B)(4) /2012 with the following findings: a small cut was observed above the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive and required several presses to elicit a response. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.